Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time losing and gaining. The customer¿s blood glucose level was unknown at the time of the incident. The customer report time was loss and gain greater than +/-3 minutes within 10 days. The customer report time was loss and gain greater than +/-9 minutes within 30 days. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump programmed with the current time/date, monitored for a week and tested withthe time/date functioning properly.